Manufacturer narrative:
Patient information was unavailable from the site. The door switch assembly cable was returned for analysis. The investigation found that the on/off switch is mechanically broken, confirming the reported problem. The door switch assembly was replaced. A full imaging system check-out was completed following repairs and part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the o-arm system does not close. The door appears to be closed but the pendant shows it is open. There was no patient when the issue was identified. No additional information was provided.